Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive keys and an unresponsive keypad. The caller stated that they removed the batteries from the device and put them back in, but the device did not turn on. The caller stated that they removed the batteries again which caused a button error alarm and the numbers started ramping up on their own. The customer's blood glucose was 180 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plane. Nothing further was reported.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage to the connector and lcd insolation tape noted. Unable to prime during prime test due to force sensor damage by moisture. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on it's own noted. The insulin pump received with cracked battery tube threads, severely scratched lcd window and bleeding upper portion of the lcd.